Event description:
Customer reports, the use by date on the active test strip system as 12/2008; manufacturer's database confirmed the actual use by date to be 01/31/2007. No adverse event reported. Requested return of suspect device and replacement was sent.